Event description:
The consumer was being transferred out of bed to a wheelchair in a pt lift, when the lift allegedly fell over with the consumer still in the sling, allegedly breaking her hip. Serious injury is alleged.

Manufacturer narrative:
Device has been in use for 12 yrs. No prior incidents were reported. Information indicates consumer had a new caregiver and dealer suggested an improper transfer method had occurred. Dealer has since inspected the lift, found nothing wrong, and has since put the lift back in service.